Event description:
Customer reported updating time, personal profile, or settings, during which blood glucose level dropped to 40 mg/dl. Customer took glucose tablets to address low blood glucose and did not require third-party assistance. Technical support assisted customer with adjusting basal rate and bolus-insulin duration settings, advising consultation with healthcare provider for any setting updates, which customer understood.